Event description:
The user facility reported that water was leaking from the bottom of the reliance synergy washer and out onto the floor where the unit is located. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the hose was detached from the washer. The technician repaired the hose, ran a test cycle and returned the unit to service; no further issues have been reported.